Event description:
*It was reported that during use, when starting to use the pump, the cs300 intra-aortic balloon pump (iabp)  unit had an automatic filling error. When the introduced non-maquet catheter was removed and pressure was applied using a syringe outside the body, a balloon was found. The button opened, but when connected to the device in that state, the autofill error occurred again. It was determined that the problem was with the catheter, and when changed to another non-maquet catheter, the problem improved. According to the facility, although this iabp unit was replaced with another unit (cardiosave), the reported issue persisted. Therefore the concomitant iab catheter was replaced with a new one. After replacing of the concomitant iab catheter, the issue was resolved and iabp therapy was continued and completed with no further issues. The facility assumed that the reported autofill failure alarm was generated by the failure of the concomitant catheter, not the iabp units. After the completion of iabp therapy, this iabp unit was detached from the patient, then a leak test was performed. No anomalies or malfunctions were found on this iabp unit. There was no adverse consequences to the patient.

Event description:
It was reported that when starting to use the pump, the cs300 intra-aortic balloon pump (iabp)  unit had an automatic filling error. When the introduced non-maquet catheter was removed and pressure was applied using a syringe outside the body, a balloon was found. The button opened, but when connected to the device in that state, the autofill error occurred again. It was determined that the problem was with the catheter, and when changed to another non-maquet catheter, the problem improved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit over the phone. The (fse) reported that there was an autofill error when the unit was first used. The customer changed the unit to a cardiosave, and the issue persisted. The customer replaced the catheter, and the issue stopped. The unit was tested after treatment, and the unit passed all functional and safety tests.

Event description:
N/a.